Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. There were dots on the image due to the broken charge coupled device (ccd) unit. Additionally, it was noted that the image had red cracks and the objective lens was chipped. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The field service engineer on behalf of the customer reported that the bronchofibervideoscope displayed black dots on the screen. The issue was found during preparation for use for a diagnostic procedure. The procedure was completed with a similar device. The device was returned and an evaluation at the repair center revealed, the coating of the connecting tube was peeled off (one (1) millimeter square (mm2) or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the peeling off the coating occurred by applying stress to the insertion section such as the following. Physical stress such as rubbing or hitting insertion section chemical stress from reprocessing not recommended by IFU (reprocessing manual) stress of inferior storage environment (in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and/or ultraviolet-rays, etc.) The event can be detected/prevented by following the instructions for use which state: ¿IFU (operation manual) warns against applying external stress to insertion section as follows: important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. IFU (reprocessing manual) warns against reprocessing not recommended by reprocessing manual as follows: olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is found. IFU (reprocessing manual) warns against inferior storage environment of the device as follows: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk.¿ olympus will continue to monitor field performance for this device.